Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose and the insulin pump did not give any alarms. Customer's blood glucose was 25 mmol/l. Customer lowered his blood glucose using a different insulin pump. Customer was not hospitalized. No other details were provided. Nothing further reported.